Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during use. The outcome of the event is not known as of MDR evaluation.

Manufacturer narrative:
Returned waveone gold primary file 25mm is actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1762402). Root causes are not identified. We will track this kind of event and monitor the trend.